Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, it was impossible to load the device because the adapter was broken. A change for another adapter was done to resolve the issue. There was no patient involvement.